Event description:
It was reported that during the use of the device for a non-clinical activity (daily checks), the centrifugal back-up batteries were not charging. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the field service representative (fsr), the batteries were replaced in march 2013.